Event description:
It was reported that syringe 50ml ll bns had foreign matter on the stopper. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no. (B)(6) batch no. 7353592. It was reported that an oil substance was found on the stopper. It doesn't appear that any of the other syringes in the box have this oily substance on their plungers, but it is difficult to check each one. We will be more thorough about checking them upon use and will keep you updated if we notice more of this with the current lot#.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for material number 301035 and lot number 7353592. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were received for evaluation by our quality team. One photo shows a syringe with the stopper all the way down against the bottom part of the barrel, the silicone is made visible by doing this action. The other photo shows a syringe with the stopper at 3ml. It also has droplets of silicone at the bottom part of the barrel. After pressing the stopper against the bottom part of the barrel, it could be possible to make the silicone more noticeable. Visible silicone does not mean that the product is out of specification. The silicone is medical grade and applied to the stopper and inner wall of the barrel to make the movement of the plunger rod-stopper easier.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50 ml ll bns had foreign matter on the stopper. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no. 301035, batch no. 7353592. It was reported that an oil substance was found on the stopper. It doesn't appear that any of the other syringes in the box have this oily substance on their plungers, but it is difficult to check each one. We will be more thorough about checking them upon use and will keep you updated if we notice more of this with the current lot#.